Manufacturer narrative:
H10. Additional manufacturer narrative: added h6 code. Leaflet immobility or leaflet restriction occurring over time, and not due to extrinsic physical interference, is a form of structural valve deterioration, which can result in significant regurgitation and/or stenosis. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The cause of the event cannot be determined. H11. Corrected data: removed conclusion code 4310

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review could not be performed as the serial number is unknown. Attempts to retrieve additional information has been unsuccessful. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed. The cause of the event is indeterminable; however, patient factors and progression of underlying valvular disease pathology may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that the possible restricted leaflet mobility of a aortic pericardial valve was observed in echo after an implant duration of approximately one (1) year. The device was originally implanted for aortic valve replacement to correct aortic stenosis. In echo, aortic stenosis was slightly observed, and the leaflets appeared to be whitish. Pressure gradient was about 40 mmhg. The patient has been clinically observed in the cardiovascular medicine department, and the reoperation for this patient is not scheduled at this time. The device was not returned for evaluation as it remained implanted. The patient is not a dialysis patient. The doctor commented that it was unknown whether this event was device related.

Manufacturer narrative:
Reference CAPA: 20-00141.